Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been a pink fluid as reported - however, additional information including reprocessing steps was unavailable, as the user facility did not reply to any inquiry regarding this event. Therefore, no physical damage of the device could be confirmed where the foreign material had remained, nor was it possible to ascertain any obvious deviation of reprocessing. Therefore, the cause of the remaining material/fluid could not be presumed from the obtained information. The suggested event is detectable/preventable by handling the device in accordance with the following instructions for use (IFU): IFU states the detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection: IFU states the preventative measures in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was not returned to olympus for evaluation. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus that evis exera lll colonovideoscope had pink fluid coming out of distal tip after reprocessing and being stored. The reported issue occurred during reprocessing. There was no patient involvement or impact associated with the reported event.